Event description:
Dealer states user received new rollator in (B)(6) 2013. She is now noticing that the seat is broken where it connects to the side brace broke and it is not usable right now. User said she is not sure if it was like that when she got it or if it happened while in use.